Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received a temperature alarm when the pump was plugged in to charge the battery. The customer's blood glucose level was not impacted. The customer was using lantus and insulin pens to manage diabetes.